Manufacturer narrative:
This case was assessed as reportable to the FDA, as the events necrosis (pt: injection site necrosis), obstruction of the superficial temporal artery (pt: vascular occlusion), and cellulitis (pt: injection site cellulitis), were deemed to meet the serious criteria of hospitalization and permanent damage, as permanent damage was reported.

Event description:
The event ischemia was considered as a symptom of necrosis and was therefore not coded. This spontaneous report was received from a brazilian physician via a sales representative and concerns a 33-year-old female patient (ambiguously reported as 34 years old). She was injected with radiesse into the temporal region, on (B)(6) 2024. The patient had no allergies. The patient's medical history, surgical interventions, current medication and aesthetic treatments in the past were reported as none. On (B)(6) 2024, 1 day after the radiesse injection, the patient experienced signs of ischemia in the left temporal region and developed necrosis and secondary infection. On (B)(6) 2024, the patient attended the reporting physician was under follow-up ever since. She presented permanent scar after ischemia and necrosis (obstruction of the superficial temporal artery). The initial measures were taken by the physician who performed the procedure. The procedures included doppler usg, hyaluronidase, photone and platelet rich plasma (prp) with antibiotics and hospitalizations with surgical excision. The outcome of the events was unknown. In the opinion of the reporter, the events were not life threatening and did not led to a new diagnosed chronic disease. Follow-up information was received on 12-jul-2024: the event secondary infection was amended to cellulitis and recoded from injection site infection to injection site cellulitis, as the infectologist assumed that there was a significant cellulitis. The event purplish area/hyperchromia was considered to be a symptom of cellulitis and therefore was not coded. The physician reported that the ultrasound showed a compromised frontal segment of the superficial temporal artery. At the time, the patient was hospitalized and was monitored by an infectologist who assumed that there was a significant cellulitis. The patient was treated with several antibiotics and received a follow-up treatment with a plastic surgeon who performed a surgical procedure to remove the ulcerated area, leaving her with an unaesthetic scar due to dehiscence. At the time of this report, it was already reperfused, but the scar remained, a purplish area and hyperchromia. The obstruction was treated and, at the time of this report, the scar was treated. Due to the provided information, the outcome of the event necrosis was considered as resolving (changed from unknown) and the events cellulitis and obstruction of the superficial temporal artery was considered as resolving (changed from unknown).